Event description:
It was reported that the biomed stated the arctic sun device would not fill. The inlet pressure -0.2. The circulation pump 100 percentage. No suction from manifold with thumb covering port. The failed circulation pump. System hours : 5200 pump hours: 4700. The customer requests a 2k preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device would not fill. The inlet pressure -0.2. The circulation pump 100 percentage. No suction from manifold with thumb covering port. The failed circulation pump. System hours : 5200 pump hours: 4700. The customer requests a 2k preventive maintenance. Per investigator notification received on 15aug2023, it was reported that the biomed called back and states that they replaced just the circulation pump but now the device has a control panel problem and wants to send it in under an assessment quote and get a loaner. Per sample evaluation results on 08sep2023, it was reported that the control panel issue during decontamination. A test mixing pump was also needed to cool. The mixing pump motor was cracked pump mount discovered during servicing. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during testing. The device was evaluated and the reported issue and the decon technician not confirm the auto filling problem as the device filled normally during decon and assessment. No repairs needed. It was also noted that there was a control panel issue during decon. A test mixing pump was also needed to cool. The mixing pump motor was cracked pump mount discovered during servicing. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted. The control panel was no longer connected to the isolation circuit card. Once the connection was re established the control panel functioned normally. Replaced mixing pump sn (B)(6) with sn (B)(6) including replacing the motor due to a cracked pump mount discovered during servicing. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Upgrades completed included replacing the control panel coin cell due to age. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.